Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. It has been communicated via email that no additional relevant supporting clinical information will be provided. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Revision of broke synergy porous stem.